Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Returned test strips produced low reading on 75 level. R&d final root cause investigation indicates that customer probably had switched another lot of strips to an empty pr2167 vial which it did not match qc retention strips for this specific lot. Therefore, storage conditions in the field may not have been appropriate, causing low glucose reading results.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected blood glucose test result range is 80mg/dl-100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 263 mg/dl and 259 mg/dl. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 11/14/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (customer was not able to see the date / time): (B)(6). Adverse event not reported.